Manufacturer narrative:
(B)(4) this initial/final MDR will be the only report submitted for MFR report #3008114965-2018-00512. Procode: krd/hcg. (B)(4). Conclusion: the device was returned with its inner pouch. Labeling on the inner pouch matches the product documented in the complaint. The embolic coil has been advanced out of the introducer. The device positioning unit (dpu) core wire protrudes from the skive of the translucent introducer sheath. There are slight bends in the dpu core wire approximately 57 cm and 61 cm from the proximal end. The ball tip is intact. The embolic coil is kinked. The articulating joint is intact. The resistance heating (rh) coil has not received heat. The v-notch of the resheathing tool is undamaged. Since the dpu core wire protrudes from the skive of the translucent introducer sheath distally to the resheathing tool, the device cannot be resheathed. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint that there is difficulty rezipping the introducer is confirmed. Since the dpu core wire protrudes from the skive of the translucent introducer sheath distally to the resheathing tool, it is not possible to re-form the introducer around the core wire. The kinked embolic coil and bends in the dpu core wire suggest that excessive force was applied to the device. The details and sequence of events surrounding the reported issue are not known, so the cause for application of force cannot be identified. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that two galaxy g3 coils (gly120925/s11884 and gly120410/s11711) were used during a procedure and the coils could not be re-sheathed. Note: this event was deemed reportable based on the device evaluation results.